Event description:
The user facility returned the device for service with a user report of a blocked instrument channel. During the course of the investigation, the user facility further reported that during a diagnostic bronchoscopy procedure, in which the subject device and biopsy forceps were used prior to being returned for service, the pt reportedly experienced perfuse bleeding from an unk site and the procedure had to be suspended in order to revive the pt. The pt reportedly spent one day in the ICU, and the bleeding was stopped. The pt was discharged without any further complications. The physician further stated that he did not feel the equipment was the cause of the bleeding.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation did not note any sharp surfaces that may have caused or contributed to the reported bleeding. The evaluation did not duplicate difficulty in advancing a forceps during testing, however, the insertion tube was buckled, and multiple scrapes and tears were found within the instrument channel. The device has been refurbished. The cause of the reported phenomenon cannot be conclusively determined.